Event description:
This patient experienced a sub-acute thrombosis approximately four days after implantation of the cypher stents within the bifurcation of the left main artery (lma), left anterior descending artery (lad), and the circumflex artery (lcx). This male patient with a history of angina, hypertension, diabetes, cerebral vascular disease and previous coronary interventions, was admitted for elective coronary evaluation due to angina. The patient was currently taking aspirin. Angiography revealed a de-novo, concentric, calcified, bifurcated, and ostial lesion extending from the left main artery (lma) into the left anterior descending artery (lad) and the circumflex artery (lcx). The lesion was a b2 type lesion and it extended 18mm from the lma into the lad and 10mm from the lma into the lcx. The vessel diameter throughout was 3.0mm. Ivus was conducted throughout the stented area. The 3.0x23mm cypher stent implanted in the lma/lad was under-dilated due to the heavily calcified lesion and only 5.4 square-mm of cross-sectional area (csa) could be obtained. The residual % of stenosis was 25% for the lma/lad and was 0% for the lcx. Timi flow before the procedure was 3 and 3 after the procedure throughout the stented area. Acts were not measured. The patient was discharged to recovery with orders for aspirin, plavix, and warfarin potassium daily. Approximately four days later (during the same hospitalization), the patient complained of chest pain and was taken back to the cath lab. Repeat angiography was conducted and thrombus was observed within the 3.0x23mm cypher stent implanted in the lma/lad. To treat the thrombus, aspiration thrombectomy was conducted and then nicorandil was administered via intra-coronary injection (ic). Balloon angioplasty was then conducted with a 3.5x12mm maverick balloon for several inflations (maximum inflation pressure was 22atm). Ivus was conducted and 6.2 square-mm of csa was confirmed. Physician's comment: the cause of the thrombotic event was because the 3.0x23mm cypher stent implanted at lma/lad was under-dilated.

Manufacturer narrative:
Please note: this stent is not distributed in the us; however, it is similar to us product. Additional information will be submitted within 30 days of receipt.